Event description:
The patient has several noise episodes in the atrial and ventricular channel. Those oversensing episodes lead to an inappropriate pacing therapy. Additionally, in the battery status it was also not possible to see the elective replacement indicator.

Manufacturer narrative:
Field h4 was missing in the previous MDR.

Event description:
The patient has several noise episodes in the atrial and ventricular channel. Those oversensing episodes lead to an inappropriate pacing therapy. Additionally, in the battery status it was also not possible to see the elective replacement indicator.